Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
End user reports "caths sticking to the inside of the packaging, and tearing the packaging away with the cath when pulled out."

Manufacturer narrative:
Per the investigation result for scar (B)(6), the root cause was established to be the blister paper and film are porous materials which allows moisture go in - hence possible design issue. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.